Manufacturer narrative:
This device in this report was not returned to the manufacturer for evaluation. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report seven of seven for the same event, reference 0002184052-2016-00219 through 0002184052-2016-00224.

Event description:
It was reported during a l2-l5 mis tlif after compressing, the surgeon went to torque down and the set screws (closure tops) sheared off. There was a surgical delay of approximately 30 minutes because the surgeon had to remove the rod to remove the screw. The surgeon implanted a new screw and re-inserted the rod and new set screws (closure tops).